Event description:
It was reported that a sheath leak and air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. There were no issues noted during preparation of the sheath. During pre-mapping of the anatomy, back bleeding at both the hemostatic valve and flush port was noted with the non-boston scientific mapping catheter in the sheath. Blood was also seen traveling through the flush line back out of the sheath flush port toward the transducer and pressure bag. The leak was classified as a slow to medium drip. After noticing the back bleeding, the physician aspirated from the luer lock, and some air bubbles came back. The physician believed that this air was being drawn in from a leaky hemostatic valve upon aspiration. No air was seen in the patient. No damage was seen to the luer. The flush lines were checked that they were flushing appropriately on a transducer as the method of irrigation. The sheath was then replaced, and the procedure was completed without patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak and air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. There were no issues noted during preparation of the sheath. During pre-mapping of the anatomy, back bleeding at both the hemostatic valve and flush port was noted with the non-boston scientific mapping catheter in the sheath. Blood was also seen traveling through the flush line back out of the sheath flush port toward the transducer and pressure bag. The leak was classified as a slow to medium drip. After noticing the back bleeding, the physician aspirated from the luer lock, and some air bubbles came back. The physician believed that this air was being drawn in from a leaky hemostatic valve upon aspiration. No air was seen in the patient. No damage was seen to the luer. The flush lines were checked that they were flushing appropriately on a transducer as the method of irrigation. The sheath was then replaced, and the procedure was completed without patient complications. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. The reported air ingress event was confirmed.